Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device change-out due to eri, externalized conductors were observed via fluoroscopy. No electrical anomalies were detected. Lead was capped and replaced on (B)(6) 2016. Patient condition was stable.